Manufacturer narrative:
A supplemental report will be submitted upon the completion of the investigation.

Event description:
It was reported by customer that during use of cardiosave intra aortic balloon pump, fiber optic alarm and temperature over range alarm were displayed. There was no harm or injury reported.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. Additional point of contact: (B)(6). Getinge field service engineer (fse) evaluated the unit but was unable to reproduce the reported malfunction. The fse checked the fault logs. The fse performed preliminary checks. The fiber optics assembly was tested several times. There were no problems found. The unit passed all functional and safety tests per manufacturer specifications

Event description:
N/a.